Event description:
It was reported that a the battery of the device depleted after 16 months. Premature battery depletion was suspected. No intervention was performed at this time. The patient was stable and will continue to be monitored.